Event description:
During follow-up, oversensing of noise leading to inhibition of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.